Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified the side plate screws were removed without incident. The lag screw and plate would not detach. The surgeon had to perform a calcar osteotomy and reverse tap the plate and screw out of the patient¿s hip. This created a peri prosthetic fracture of the femur which was addressed during the scheduled total hip procedure that followed. A biomet cable was applied successfully to address this fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown dhs plate. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is an unknown date in 1994. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation, an unknown date in 1994. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was explanting a dynamic hip screw (dhs) that was implanted on an unknown date in 1994. The patient was getting a total hip done and the plate would not remove from the lag screw. They had to do a calcuro osteotomy to get the plate to back off. Once the side plate screws were removed, the plate would not release from the lag screw. They had to perform an osteotomy to get the plate out. This resulted in the patient having a fracture to the bone. The surgeon proceeded with the total hip surgery. The procedure was completed successfully with a delay of thirty to thirty-five minutes. The patient was fine after surgery. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown dhs plate. This is report 1 of 2 for (B)(4).